Event description:
Customer called reporting a button error on her insulin pump. The alarm was not cleared with a battery change. She also stated the case is cracked where the reservoir screws in. Customer's blood glucose is 82 mg/dl. She stated her swimsuit was wet and the device may have been exposed to water. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.